Event description:
It was reported that customer experienced unexpected pump shutdown. There was no reported impact to the customer¿s blood glucose level. Customer did not return pump because warranty had expired, and no additional information was received regarding the outcome of the event.